Event description:
Customer reported chemo leaked from the pump segment. Reported "chemo prepared in pharmacy, the nurse hung the bad and noticed a spray of fluid between the chamber and pump segment. She pinched the line, and leak stopped. Chemo got on the pt's chair and nurse's glove. She sent the chemo back to pharmacy and changed it out. Only about 1 ml leaked." There was no pt or staff harm reported and no medical intervention was reported. Customer did not provide additional event or pt information.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation. The customer complaint of set leaked from pump segment could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.